Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. It was stated that the infection was not device and procedure related. The cause of infection was unknown. The patient was placed on antibiotics. No further information could be obtained despite good faith efforts. Additional information was received confirming that the patient was cleared of infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. It was stated that the infection was not device and procedure related. The cause of infection was unknown. The patient was placed on antibiotics. No further information could be obtained despite good faith efforts.